Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided, customer was a pediatric patient.

Event description:
The customer reported that a dose of an antibiotic was hung on a pediatric patient as a secondary infusion with maintenance IV fluids running on the primary line. When the clinician returned 10 minutes later, the entire secondary bag (250 ml) had infused. Two clinicians checked the pump settings and the tubing, no issues were noted. The next dose of the antibiotic was due, two clinicians checked the set-up again. One observed that as the infusion was started and this dose also started to free-flow in. The pump was taken out of service and the tubing removed. Another pump, new primary and secondary sets were obtained and the infusion was restarted without any additional issues. There was no patient harm reported. Although requested, no further information has been received.